Event description:
It was reported that there was an infection of the spine hardware. It was unknown if any diagnostic testing or troubleshooting occurred. It was unknown if the issue was resolved or if the cause was determined. Ultimately, the pump and catheters were explanted and discarded by the customer. The patient received a replacement on (B)(6) 2014. It was also unknown if the patient experienced any symptoms or complications with this event. The patient¿s status at the time of the event and the current status were reported as unknown. This device system delivered lioresal. Additional information was requested to clarify the event details, patient symptoms, and current status, however, this information was not available at the time of the report. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported perioperative antibiotics were administered. The patient did not experience meningitis. The date of the patient's prior refill was unknown. The primary location of the infection was not known. The patient had developed a spine infection secondary to spinal/orthopedic surgery. A culture of the lumbar region yielded pseudomonas species. IV antibiotics were administered and the infection resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).